Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The patient had exhibited diaphragmatic stimulation. A replacement ra lead was implanted by the physician. This lead was explanted and out of service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis could not confirm through testing that the lead had contributed to the dislodgement. Visual observation noted that the coil was deformed between the distal ring and tip. The lead met specification.